Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room due to two inappropriate shocks. T-wave oversensing was seen during loss of capture testing on the low voltage portion of the right ventricular lead. Parameters were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.